Manufacturer narrative:
H.6. Investigation summary: customer returned six (6) used 32g x 4mm bd pen needles without tear drop labels attached. Spouse of a consumer reported missing needles on non-patient end; when nothing came out during the priming when consumer removed the pen needle and notice missing cannula on non-patent end. All six returned pen needles were examined, and the following was observed: four with bent non-patient end (npe) cannulas. One with a broken npe cannula. One with a straight npe cannula. No evidence of manufacturing defects was observed on the returned pen needles. Since all six pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot: (9071899) concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that 12 pen ndl 32g 4mm experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320883; batch no: 9071899. Spouse of a consumer reported missing needles on non patient end. When nothing came out during the priming when consumer removed the pen needle and notice missing cannula on non patent end. During the past 3 days. She has been a juvenile diabetic. Consumer does the priming, she visually see the needle is straight. Expiration 2024-03-31. Incident date: unknown. Occurence: 12.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 pen ndl 32g 4mm experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320883 batch no: 9071899. Verbatim: spouse of a consumer reported missing needles on non patient end. When nothing came out during the priming when consumer removed the pen needle and notice missing cannula on non patent end. During the past 3 days. She has been a juvenile diabetic. Consumer does the priming, she visually see the needle is straight. Expiration 2024-03-31. Incident date: unknown. Occurence: 12.